Event description:
It was reported that the user experienced multiple occlusion alerts on an infusion set (contact detach), with blood glucose at 132 mg/dl and unaffected, and the issue resolved only after performing a full supply change; the problem was characterized as an obstruction of insulin flow associated with the connector/coupler component. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow localized to the connector/coupler. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.